Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver alerted the patient to change the sensor pod. The patient also reported loud, continuous beeps coming from the device. The complaint confirmation could not be determined. A root cause could not be determined.